Manufacturer narrative:
It is not known at this time if the device will be returned. If the device or add'l info is received, it will be reported on a supplemental report.

Event description:
The pharmacist from the hospital, reported the following event, during surgery after having opened the box, it was noticed that the label on the blister was yellowish as if some yellow water fell on it. The surgeon refused to use the product and took another unit that was available.